Event description:
Patient was undergoing chemotherapy with the use of a phaseal y site connector. During administration of the chemo drug the y site connector came apart at the "y" in the tubing. This resulted in a leakage of the chemotherapy agent from the tubing, causing the patient to not receive the full dose. Because the connector contained a chemotherapeutic agent the broken tubing was discarded.====================== health professional's impression======================the device broke causing a leakage of chemotherapy medication that kept the patient from getting the full dose and may have caused exposure of others to the chemotherapy agent.